Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was reported as high. Customer administered an insulin bolus via pump to address elevated blood glucose.